Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer went home and received a motor error alarm. Customer stated that he received another alarm that indicated that the settings were cleared. Customer had to reset time and date. Customer stated that they are able to complete the rewind sequence. Customer was advised to return the pump with the battery and zero out the basal rates. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer also had a motor position encoder error that was cleared with the esc/act buttons. Customer stated that the alarm occurred once on (B)(6) 2014. Customer also had a test failure alarm. Customer programmed a normal bolus into the air, but the bolus amount was not recorded in the bolus history. While delivering a 0.2 units bolus, the customer received a motor error alarm. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.